Event description:
Medtronic received information that approximately one day following the implant of this transcatheter bioprosthetic valve in a patient with a history of dementia, the patient developed symptoms of a cerebral infarction, including a vision impairment. The patient was transferred back to the rehabilitation hospital to continue rehabilitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6). Product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Patient code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one day following the implant of this transcatheter bioprosthetic valve in a patient with a history of dementia, the patient developed symptoms of a cerebral infarction, including a vision impairment. The patient was transferred back to the rehabilitation hospital to continue rehabilitation. No additional adverse patient effects were reported. Additional information was received that the vision impairment was double vision. Per the physician, the stroke was not related to the valve nor the delivery catheter system. Additionally, patient-related factors that contributed to the stroke included a history of cerebral infarction and severe calcification of the valve leaflets.